Event description:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The device was removed from service and a loan device will be provided. There was no patient injury

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Follow-up attempts to retrieve additional information about the disinfection procedure were initiated but the customer did not provide any answer. However, through follow-up communication for a previous complaint submitted by the customer, it can be highlighted that the device is cleaned regularly according to the instruction for use and it is monitored weekly for hydrogen peroxide concentration. Moreover, the device is placed outside the operation theatre and the hospital user does not use reusable heating blankets for the patient. The source of contamination is related to the location where the device is used and remained unknown.